Event description:
Customer experienced problems with folate qc recovery and folate patient results. Results for two patients were provided, one was discrepant. Initial folate result was 6.95 ng/ml. The serum was removed from the sample tube, frozen and sent out to third party laboratory for retesting and recovered 11.1 ng/ml. The initial folate result was not reported to the floor and the patient was not affected by the erroneous result. Folate reagent lot was 15670801. The field service representative determined the measuring cell was the cause and replaced the measuring cell. He ran performance tests, calibration and qc for folate, all were acceptable.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.